Manufacturer narrative:
A gehc service representative performed a checkout of the equipment. Inspection of the equipment noted an accumulation of sodasorb dust in the breathing system. The ez change valve was cleaned. Patient information could not be obtained after multiple attempts. Attempts were made as follows: 5/21/18 phone call, 5/22/18 phone call, 5/23/18 phone call.

Event description:
The hospital reported that, during a case, higher than expected level of carbon dioxide was noted. There was no reported patient injury.